Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # 220c98. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr55 reload was received inside its opened packaging with no apparent damaged. The reload had the proximal 11 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 220c98, and no non-conformances were identified. The lot#385c14 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "reload misfired"? The staples were not formed completely. 2. Did the device staple? Not fully. 3. If the device stapled, was the staple line complete? No. 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. 5. Did the device cut? Yes. 6. If the device cut, was the cut line complete? Yes. 7. Were the cut line and staple lines equal? No. 8. Was the device fired across a staple line? No. 9. Did the reload lock out and would not work? No. 10. Did the reload begin to staple and cut, but then jammed? Yes. 11. Did the device staple, but there was no cut line? No. 12. How was the procedure completed? Used another reload and some suture.

Event description:
It was reported that during an unknown procedure the reload misfired. There was a 15 minute surgical delay. Another reload used to complete the procedure. The procedure was successfully completed. There were no patient consequences.